Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of clear liquid at the tubing could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number was identified.

Event description:
The event occurred on an unspecified date and involved a primary plumset, clave y-site, non-dehp tubing, 0.2 micron filter, pe coated tubing, 104. The customer reported that the device leaked during a patient's taxol infusion. When the IV site was checked, there was a clear liquid ''product bead'' (i.e. Tx) at the level of the tubing filter. There was an unspecified delay to therapy, however no human harm was reported.